Event description:
The customer stated that a patient sample generated a low wbc result of approximately 1.0 k/ul and low hemoglobin result of approximately 3.3 g/dl on the cell-dyn emerald analyzer. The customer retested the sample four times to receive "normal" results. No specific patient data was available. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Investigation included review of product historical data and product labeling. Review of the product historical data did not find a product issue. Bleach maintenance, backflush and a service call with part replacement was performed to resolve the issue. Based on the information in the complaint text, a technical or mechanical issue with the instrument requiring service could not be eliminated as a possible cause for the discrepant results. A malfunction was identified. A review of labeling concluded that the issue is sufficiently addressed. A product deficiency related to the complaint incident was not identified.